Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, patient underwent anterior cervical discectomy fusion for levels c3-c7, intra-op, during explantation of c4-7 hardware, the locking rings did not lock the screws in place or prevent them from backing out. This was a three level surgery so there were four locking rings that failed. No patient complications were reported as a result of this event.